Event description:
Health professional reported that "pt has a history of port site discomfort." During a visit, there was "yellow fluid leaking from [the pt's] port site and the perception [the pt's] port was extruding through the skin surface." "A port site erosion with port visible at abdominal wall skin surface was diagnosed." Revision surgery was performed to replace the port.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a rapidport ez strain relief. Extrusion and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. Device labeling addresses extrusion as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body." Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subject included: abdominal pain, chest pain, incision pain and port site pain."